Manufacturer narrative:
Device was used for treatment not diagnosis. Kim, j et al (2016) incidence of avascular necrosis of the femoral head after intramedullary nailing of femoral shaft fractures a multicenter retrospective analysis of 542 cases. Medicine, vol 95, no 5, pp: 1-4. This report is for an unknown intramedullary nail. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: kim, j et al (2016) incidence of avascular necrosis of the femoral head after intramedullary nailing of femoral shaft fractures a multicenter retrospective analysis of 542 cases. Medicine, vol 95, no 5, pp: 1-4. The goal of this study was to determine the incidence of avascular necrosis of the femoral head (avnfh) after antegrade intramedullary (im) nailing of femoral shaft fractures and to identify the risk factors for avnfh. The study was performed from january 2010 to june 2014. Patients were followed clinically and radiographically until fracture union, and then annually. Approx 542 patients (355 men and 187 women) were included in the study. The average patient age was 42.1 years. The types of nails used in each group of cases were following: 35 cases of unreamed femoral nail (ufn; (B)(4)); 213 cases of cannulated femoral nail (cfn; (B)(4)); 35 cases of ace femoral nail (depuy ace,(B)(4)), 153 cases of expert asian femoral nail (a2fn; (B)(4)), 12 cases of proximal femoral nail anti-rotation (pfna; (B)(4)), and 1 case of miss-a nail ((B)(4)). The remaining implants were competitor devices. There were 15 cases (2.8%) of nonunion, 2 cases (0.4%) of delayed union, 1 case (0.2%) of infection, and 1 case (0.2%) of peri-implant fracture. In 25 patients with open physis, the incidence of avnfh was 4.0%, whereas in 517 patients with closed physis. This report is for an unknown intramedullary nail. This is report 1 of 1 for (B)(4).